Event description:
There is a brush stuck inside the op-chennal. This event occurred at the time of during reprocess. This event occurre no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed the insertion flexible tube (ift) leakage. Based on the result, we concluded that it was caused due to the physical damage applied on the ift. In addition, we confirmed that the light guide fiber bundle (lcb) broken, and the remote control buttons cut; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated not to submit MDR. Correction information: follow up #1, coding changed based on the investigation result. Additional information: device manufacture date.

Manufacturer narrative:
Correction information: h6: coding changed, based on the investigation result. Evaluation summary: we checked the returned unit and confirmed, the insertion flexible tube (ift) leakage. Based on the result, we concluded, that it was caused, due to the physical damage applied on the ift. In addition, we confirmed, that the light guide fiber bundle (lcb) broken, and the remote control buttons cut. However, they are not the main cause, and/or irrelevant to the alleged complaint.